Event description:
Reporter reported that they were having problems connecting the electrical adapter on some kits.

Manufacturer narrative:
Results and conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.